Event description:
It was reported that during a transurethral microwave treatment procedure, the location balloon deflated and the cooled thermocath (ctc) catheter fell out. The ctc was replaced and the procedure was successfully completed. It was reported that no patient injuries occurred and the patient status is "fine".

Manufacturer narrative:
No device has been returned, therefore no direct product analysis will be available. The device history record was reviewed. All manufacturers and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. It is noted that the labeling requires that the ctc be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. As no device was received for analysis, it is not possible to determine the root cause of the event.